Event description:
The customer reported "replace the rfu indicator field replacement kit-bench - repair of the loaner". There was reportedly no patient involvement. The manufacturer's authorized field service engineer (fse) evaluated the device and confirmed the reported problem. Upon conclusion of the evaluation, it was determined that this was a malfunction of the rfu indicator for which a part was ordered for replacement. The device remains at the customer site and no further evaluation is warranted at this time.